Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicate that the implants of this construct were misplaced due to a registration shift in the pre­ operative work flow. The pre-operative registration can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. There were no reported adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.